Manufacturer narrative:
(B)(4). Publication year of 2019; batch # unk. This report is related to a journal article, therefore, no product will be returned for analysis, and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
Title: 'technique and prevention of postoperative complications after liver resections'. Authors: mustafin r. D; esin v. I; antonyan s. V; rudyk r. E; molchanova yu. R. Citation: medical news of north caucasus 2019; 14 (2):316 ¿ 319; doi: http://dx.doi.org/10.14300/mnnc.2019.14076. The purpose of the study at hand was to assess the effectiveness of different methods for dissecting the hepatic parenchyma during anatomical resections. From 2009 through 2015, 65 patients (male=44, female=21; mean age=65.5 years, age range=38-74 years) had undergone liver resections. In order to assess the effectiveness of the hepatic parenchyma transection methods used, the patients were divided into three groups: group one, within which the kelly technique was used to 29 patients; group two, within which the enseal bipolar coagulator-dissector (ethicon) was used in 20 patients; and group three which sonicision ultrasonic shears was used in 16 patients. Reported complications included bile leakage (n=?); bile flows (n=?) Which required relaparotomies. In conclusion, the hepatic parenchyma dissection methods that was analyzed are effective and quite safe. However, the selection of a hepatic parenchyma dissection method during the performance of anatomical liver resections is a matter that is still under discussion and is largely dependent upon institutional technical support.